Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective generator replacement. Prior to the surgery, several mode switches were noted which appeared to be caused by brief right atrial lead noise. During the procedure, the physician noted that the pacemaker header was anchored down with a suture that was wrapped around the atrial lead and nothing else. He observed that this suture was pulling on the lead and may had been a factor in the noise that developed. The physician also noted a very small disruption in the atrial lead insulation and decided to use a lead repair kit in an attempt to shore up the insulation in that spot. The lead remained implanted, and the results for the atrial lead threshold, sensing, and impedance were normal and stable during all tests ran before, during, and after the procedure. The patient was asymptomatic with all of this.